Event description:
It was reported that the patient stopped feeling the stimulation and had a loss of therapeutic effect from their implantable neurostimulator (ins) on (B)(6) 2015. The patient stated that they used to feel the stimulation but then lost the feeling on that date with a return of symptoms. The stimulation was increased to 3.7 volts but they still did not feel the stimulation. The programmer unit showed that the ins was on. The patient was going to try increasing the stimulation (until they felt it) later while on their own. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pweh, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).